Manufacturer narrative:
Customer reported that a pyxis medbank system prevented a user from removing a required medication. Customer stated that the required medication, clonazepam (2 mg). The customer reported the malfunction caused the patient extreme discomfort and anxiety. This event is recorded in complaint number 02473864. The system was evaluated and the medication was able to be added to the patient profile and was set up properly to allow the nurse to override. It is currently unknown as to why the user did not use available functions to remove medication. If additional information becomes available, a supplemental report will be submitted.

Event description:
Customer reported that a pyxis medbank system prevented a user from removing a required medication. Customer stated that the required medication, clonazepam (2 mg) was 8 hours late. The customer reported the malfunction caused the patient extreme discomfort and anxiety.

Event description:
Customer reported that a bd pyxis medbank system prevented a user from removing a required medication. Customer stated that the required medication, clonazepam (2 mg) was 8 hours late. The customer reported the malfunction caused the patient extreme discomfort and anxiety.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the system allowed a nurse to remove a medication without pharmacist verification and another medication was delayed by 8 hours. The technical support specialist confirmed that the management team contacted the customer regarding getting the medications on medpass software to fit the 'all meds' model to resolve the issue. The system functioned as intended after the technical support specialist assessed the device. This is one of three reports - MFR report # for the other related cases are 2016493-2022-99104 and 2016493-2022-99108.